Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011 and the mesh was implanted. It was reported that the patient experienced pain in the legs, groin and lower abdomen. It was also reported that the patient experience urinary and fecal incontinence.